Manufacturer narrative:
Section h11: (g4) awareness date that the engineering evaluation was (B)(6) 2019

Manufacturer narrative:
H10: (h3) the engineering evaluation noted in the revision reported in (B)(4) was likely the result of infection. The event as reported does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the devices. The index surgery occurred in 2007. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. Therefore, the dhrs and the sterilization records will not be reviewed. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor, francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Superficial and deep infection are listed under general surgical risks in the IFU (700-096-004). (D11) concomitant devices: 1. Cn: 200-04-44, sn: (B)(6) - cemented finned tibial tray, size 4f/4t. 2. Cn: 230-02-04, sn: (B)(6) - optetrak asymetric, cr cemented femoral, size 4.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (B)(4), sn: (B)(4) - cemented finned tibial tray, size 4f/4t. (B)(4): 230-02-04, sn: (B)(4) - optetrak asymetric, cr cemented femoral, size 4.

Event description:
Dr. (B)(6) revised a knee that had become infected. Patient was stable as they left the operating room.